Manufacturer narrative:
Additional information was added to b3, d9, h3, h4, h6, and h11: b3: the event occurred on an unspecified date of 2024. H4: the lot was manufactured in november 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed, and a dark particulate inside the first packaging and a dark particulate inside the second packaging were observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented high-volume inlets had particles inside packaging. This was found prior to use. There was no patient involvement. No additional information is available.